Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer continued using the pump for insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer declined to further troubleshoot with tandem technical support.